Manufacturer narrative:
The explanted product was discarded and will not be returned for evaluation. This is the final report.

Event description:
During the implant procedure, the insertion needle punctured skin and the lead passed through the skin. This system was being implanted by the surgeon for an off-label application. The lead was explanted. Patient has been implanted with a new system.